Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was attributed to high contact resistance within the front panel membrane. Analysis for reports of this type has not identified an increase in trend.